Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Use error: two openings observed on patch side assessed as surgical damage and nick striated assessed as surgical tool scratch like. Rupture-ndr: two openings observed on patch side assessed as surgical damage and nick striated assessed as surgical tool scratch like. Additional observations: white particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported they "punctured the left side implant to drain the contents of the implant in error". The rupture was non-device related.